Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation via merlin.net transmission, the left ventricular lead exhibited high capture threshold. The patient was brought into clinic and chest x-ray was performed. It revealed the lead had dislodged. The lead was explanted and replaced. The patient was asymptomatic throughout the event and was in stable condition post operation.